Event description:
Burchiel, kj; comments on article by taha et al: correlation between withdrawal symptoms and medication pump residual volume in pts with implantable synchromed pumps. Comments neurosurgery. 2004; 55, 2: 393-394. Comments referencing 10% of their pts experience medication withdrawal before the pump reached 2 ml. (The manufacturer's recommended alarm refill volume setting).

Manufacturer narrative:
.